Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: : the driving cap/threaded (p/n: 03.010.523, lot #: unk) was not received at us cq. Upon visual inspection, it was observed that the broken fragment of the driving cap was returned lodged in the concomitant device radiolucent insertion handle (p/n: 03.033.001, lot #: l963537) received at us cq. A dimensional inspection was not performed as the internal components were inaccessible without destruction of the concomitant device. The complaint condition is confirmed for the driving cap/threaded (p/n: 03.010.523, lot #: unk). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown orthopedic procedure, the tip of a driving cap broke off inside the radiolucent insertion handle. The procedure was successfully completed without surgical delay. There were no patient consequences reported. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).